Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Logs requested and received. Shows that the following alarms are active: alarm 315, alarm 324 and alarm 221. Fio2 calculation is significantly lower. The event was attributed to a defective inspiration valve.

Event description:
The customer reported that alarm 315 ( inspiration valve or device leaky) is active on this device. There is no patient involvement associated with the event.